Event description:
The customer contact reported that the pump did no sound an audible alarm tone during an alarm condition. It was reported that the device was returned to the pharmacy from the homecare patient with a report that the device displayed 10/000/000 (beeper error) and that the device was inoperable. Therapy was resumed using a replacement device. During testing at the user facility, the device displayed 10/000/000 (beeper error) with no audible alarm tone when the device was powered on. There were no reported adverse patient effects and reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)